Manufacturer narrative:
An event of embolization of the device one day after implant was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 12mm amplatzer membranous vsd occluder was implanted. On (B)(6) 2020, during follow-up it was noted that the device had embolized. The device was snared with a goose neck snare and retrieved. The patient was reported to be in stable condition and no patient consequences were report. A new device was not implanted.